Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". Later healthcare professional reported "implant completely open and exposed gel". Later healthcare professional reported the shell of the device had the problem. This record is for the left side. The device was explanted.